Manufacturer narrative:
Updated data: b2: outcome attributed to adverse event to include death and hospitalization and date of death, b5: event description, d4: expiration date, lot# and UDI#, d10: concomitant product - continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evolutfx-23, serial/lot#: (B)(6), ubd: 09-jan-2025, UDI#: (B)(4); h1: type of reportable event updated to include death, h4: device mfg date, h6: patient code, method code for the concomitant device additional codes - imf health impact codes product analysis: the valve remains implanted and the dcs was not returned, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received that during the implant of the valve, a pericardial puncture was performed while performing the cardiac massage due to the pericardial effusion. The blood pressure didn't recover and the patient was switched to general anesthesia and transesophageal cardiac ultra sound was inserted. Thoracotomy was performed and a perforation in the anterior wall of the left ventricle was revealed. Per the physician, the perforation was caused by a guidewire. Bleed was also observed at the perforation site. Anastomotic at the perforation site was performed and hemostasis using a pressure lower-agent was reported. The left ventricle was sutured using a felt agent. Per the physician, the patient's long term steroid use may have contributed to perforation. The bleeding could not be controlled and central extracorporeal membrane oxygenation (ECMO) was introduced. The bleeding could not be controlled and the patient's blood pressure showed a tendency to decrease. The patient went into asystole and subsequently died the next day. The cause of death was not reported.

Event description:
Additional information was received which reported that the cause of the perforation was a non-medtronic safari guidewire.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon deployment, the angle of fluoroscopy was adjusted in-order to resolve the parallax of the valve at the point of no recapture. The patient¿s blood pressure suddenly dropped. Subsequently, pericardial effusion was observed. Cardiac massage was performed. The patient¿s blood pressure did not recover. An aortic dissection was suspected. A thoracotomy was performed. After the thoracotomy, a left ventricle rupture was observed. The left ventricular rupture was repaired. The patient¿s heart recovered. The surgical incision was closed. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device was not returned, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Select patient information cannot be documented in the file due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.